Event description:
Pt reported, the infusion set is leaky on the fix point from the infusion set needle. Pt stated, he changed the infusion set immediately. Pt reported, there were no medical health effects. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.